Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited high out of range pacing impedances greater than 2000 ohms. It was suspected that the high impedances were either due to a loose set screw or a lead conductor fracture. No revision procedure has been scheduled at this time. This rv lead remains in service at this time. No adverse patient effects were reported.